Event description:
"S/p r submusc infra 165cc dc gels for augmentation. Pt c/o r burning pains and has noticed recent change in shape of the r implant, especially when lying down. Denies decreased size but reports increased encapsulation x2yrs. Pt denies h/o trauma. In addition has progressively disabling systemic sx's including r sided arthralgias (+ hands)/myalgias, dysesthesias, fatigue, sleep disturb, ha's, visual changes, memory loss, sicca, hair loss, rashes, sens sun, sob, palpitations, hashimotos, wgt gain and gi changes. Pt has h/o polyps with fh colon ca but also fh positive breast ca, after meno b in mat aunt. Pt is otherwise healthy."